Manufacturer narrative:
(B)(4). Batch # r58g73. Device evaluation: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60w reload present. The cartridge was received fully fired and with the cartridge deck damaged. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic pancreatectomy procedure that the device fired as expected but when trying to remove the stapler the jaws would not close and the stapler could not be removed through the trocar. Both the trocar and stapler were removed together. There were no adverse consequences for the patient.